Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the display overlay was broken, the "l" was broken on the keyboard, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board, and the device had two missing hinge plate screws.

Event description:
It was reported that the programmer had a cracked screen. It was further requested that the operation of the programmer be checked. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.